Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited an atrial lead position check failure, disabling all atrial tachycardia/ atrial fibrillation (at/af) therapies, oversensing and diminished and fluctuating bipolar p-wave amplitude. The ra lead remains in use. No further patient complications have been reported as a result of this event.